Event description:
A malfunction was reported with a pump, showing a malf 12 code, and was not resettable by the caller. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, attempted a reset, but the issue persisted, leading to a replacement pump being issued while the customer was instructed to use mdi as a backup therapy. Technical support provided instructions for pump storage and return procedures, confirmed shipping details, and advised the customer on transitioning to the new pump, including programming settings and connecting their cgm.